Event description:
The customer alleged that while in use on a pt, the alarm visually displayed "vent inop, but the audible alarm did not activate. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing. No parts were replaced. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.